Manufacturer narrative:
(B)(4). The customer reported no power to unit. There was no patient involvement. The device was evaluated at philips. The symptom was verified. Multiple parts were replaced to resolve the issue.

Event description:
The customer reported no power to unit. There was no patient involvement.